Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had blackout monitor intermittently. The issue was identified during reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d5, d8, d9, g3, h2, h3, h4, h6, h11. The device was not returned to olympus for inspection and the reported intermittent monitor blackout failure was not confirmed. The root causes could not be identified. Based on the result of investigation the most probable cause of this complaint is cause not established, investigation findings do not lead to a clear conclusion about the cause of the adverse events. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.